Manufacturer narrative:
The insulin pump was received unable to prime during the prime test due to faulty force sensor resistor also, with intermittent act button response due to flattened and creased dome. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. The motor was tested outside the device and passed. No motor error alarms were noted. The keypad connector was inspected and no anomalies noted. The insulin pump was received with operating currents within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. The insulin pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that recurring motor error alarms caused their blood glucose level to go up. The customer had issues with the insulin pump's act button. The motor error alarms were not found in the alarm history. The insulin pump was exposed to an electromagnetic field. Customer's blood glucose level was 280 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.